Manufacturer narrative:
The power supply was found to be defective. Power supply was replaced and problem was solved. Hamilton medical ag case number is: (B)(6).

Event description:
The following was reported to hamilton medical ag: unit is showing loss of external power alarm . No patient involvement.